Event description:
It was reported that during a percutaneous coronary intervention, a device detachment occurred. The 95% stenosed lesion was located in the severly calcified and moderately tortuous mid right coronary artery. The vessel size was 3mm. Vascular access was obtained in the right groin. The physician experienced resistance while advancing the maverick 2 monorail 25mm x 2.5mm balloon catheter to the lesion site. The physician pre-dilated the lesion by inflating the maverick three times with a maximum pressure of 14 atms. However, while removing the balloon catheter, the physician felt resistance and noted under fluoroscopy that the distal ro marker band "came loose". Fluoroscopy was used to locate the detached marker band which had migrated "extremely distal" in the right posterior descending artery. The physician did not attempt to retrieve the detached marker band. Rotational atherectomy and the placement of two unspecified promus stents were used to complete the procedure. The patient "dropped pressure" and was put on a balloon pump. The patient was transferred to another facility where attempts to retrieve the marker band were unsuccessful. "The physician opted to leave it there". It was noted that the patient was "stable and recovering".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.